Event description:
The customer reported that spectrum pump serial number (B)(4) was experiencing close door errors. No patient injury was reported. No further info was provided.

Manufacturer narrative:
MFR ref number: (B)(4). The device has been returned to baxter for eval. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.